Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating the central unit is not triggering alarms. The device was in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips field service engineer (fse) evaluated the device and could not confirm the no alarm issue. The equipment was found to be functioning correctly and alarming at the central. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.